Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During the disinfection process of the sample a fluid leak was observed from a transverse cut in length of the tubing. There was no other damage or issues found on the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported she had encountered a fluid leak during treatment. The patient stated she had notified her nurse regarding this incident, who in turn prescribed the patient some antibiotics prophylactically. The patient stated she did not experience any adverse events as a result of this incident. Follow up with the patient's nurse noted the patient's effluent lab culture results were negative.